Event description:
It was reported that a patient was administered coseal with an expired date of 08/2013. No further information provided.

Manufacturer narrative:
(B)(4). Multiple attempts were made to retrieve additional product information however no response was received. Due to the limited information, baxter hayward could not perform a sample evaluation or batch review as no sample or lot number were provided. No trend was identified. Per hayward, no further investigation is required. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the inadvertent use of an expired, but correctly labeled product is an abnormal use, beyond the control of the manufacturer. Use of an expired product implies that the therapeutic effect and/or sterility may be impacted and potentially cause harm. A follow-up report will be submitted upon receipt and evaluation of the manufacturer's investigation.